Event description:
It was reported the patient is experiencing a lack of therapeutic effect. The patient had no pain for 2.5 days after the trial, but "she can't believe how much pain she's in". The patient has had her dose increased once since implant. Some times in the morning the patient has no pain and then during the day it will break through and feels like it did before she had the pump. The reporter also noted that the pump "feels red hot" when she touches it. When the patient asked the physician about it, he said it was her body telling her this is a foreign object in her body. The reporter indicated that "the pump is horrible and feels so heavy in her body it feels like she's bending over and she can't stand straight". She has a bulge and can't wear her pants. The previous sunday she took her pants off after a couple hours and she changed the bandages, then the incision started bleeding. It was also noted that she had 9 fractures in the spine and 2 fractures ribs and one rib fractured occurred during the pump surgery despite trying to turn her carefully because the physician knows how fragile her bones are. Additional information received from the same reporter indicated she is still experiencing pain and had her dose adjusted up again last week. An xray was taken to check the catheter and pump positions. She also reports she is itchy like she has "bit bugs" all over her back. Her whole body has been itching for about the last four days. Patient had no known allergy to morphine. Drug in pump: morphine (unknown).

Event description:
The patient reported they had concerns regarding their device or therapy. An appointment date was (B)(6). The patient experienced itching with dose escalation. The medication in the pump was changed from morphine to dilaudid.

Manufacturer narrative:
(B)(4), s/n: (B)(4), (B)(4), s/n: (B)(4), implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).